Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had cut on the pink rubber probe, and peeling glue around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The b4 -date of this report is 2/19/2026, which is not late. A complaint handling system vendor ticket was opened to investigate the issue under ticket # (B)(4) with the FDA. Per FDA request from ticket (B)(4) even though ack 1 and ack 2 were successful on 2/19/2026 it was requested this emdr to be re-submitted as it is not able to be located in the gateway.